Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 67 mg/dl. The customer treated the low blood glucose with the chocolate milk. Customer noticed that the pump was reacting on its own without buttons being pressed. The troubleshooting was performed for the keypad anomaly. The product will be returned for analysis.